Event description:
Boston scientific received information that the patient received inappropriate therapy from oversensing of noise and atrial fibrillation (af) with right ventricular response. When performing pocket manipulation they were unable to recreate the noise, however they were able to recreate it when the patient pressed their palms together. It was also noted that the impedance measurement on another manufacturer's right ventricular (rv) lead fluctuated from 500 ohms to 900 ohms when the patient pressed their palms together. There were concerns over a possible connection issue or a lead integrity issue. Boston scientific technical services (ts) was consulted and suggested an x-ray. The medical personnel programmed tachycardia therapy off in order to prevent further inappropriate therapy. No further information was able to be obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.